Event description:
It was reported to boston scientific corporation that a mantis was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. It was reported that the physician attempted to deploy the mantis clip as usual; however, the device would not fully deploy from the catheter. The staff subsequently cut the handle of the clip deployment system and removed the scope from the patient, leaving only the catheter in place. The mantis was retrieved with a snare. The procedure was completed with a different device.there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a mantis was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. It was reported that the physician attempted to deploy the mantis clip as usual; however, the device would not fully deploy from the catheter. The staff subsequently cut the handle of the clip deployment system and removed the scope from the patient, leaving only the catheter in place. The mantis was retrieved with a snare. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6:imdrf impact code f23 captures the reportable event of unexpected medical intervention.imdrf impact code f2301 captures the reportable event of additional device required.imdrf device code a15 captures the reportable event of clip unable to deploy.block h11:the returned mantis was analyzed, a visual and microscopic inspection revealed that the catheter was detached from the handle; additionally, the catheter was unraveled, and the clip assembly and bushing were not returned. No other problems with the device were noted.the reported event of clip failure to release from catheter was not confirmed. It was determined that the catheter was detached from the handle and unraveled. It is likely that the physician experienced difficulty during clip deployment, which may have resulted in the catheter being cut. Contributing factors may include the application of excessive force during deployment or the use of pliers to pull the control wire to facilitate clip deployment. Additionally, several procedure-related factors, such as angulation and technique, may have contributed to the difficulty.it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.a risk review was completed and confirmed that the event of clip failure to release from catheter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.for the events "unexpected medical intervention" and "prolonged episode of care" the most probable cause of this reported issue cannot be established due to lack of evidence. On the other hand, "additional device required" is considered an adverse event that is known and documented in the labeling; therefore, all reasonable steps have been taken, and the event is concluded to be a "known inherent risk of the device."based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.